Event description:
The customer reported that at the start of an infusion the pt commented that "something was dripping onto them". On closer inspection it was noted that the line was separated at the lower joint of the safety clamp fitment. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.